Event description:
During a remote follow-up, noise resulting in oversensing, noise reversion and inappropriate mode switching was observed on the right atrial (ra) lead. Abbott technical support was contacted and no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.